Event description:
Shiley tracheostomy tube 8dct. Separation (break off) of the base where the disposable cannula attaches to from the outer cannula leaving the inner cannula with no base to attach to. This caused massive air leak and decreased minute ventilation with hypoxemia and hypercapnia. Shiley tracheostomy tube breakage while in the patient's neck leading to major adverse event. FDA safety report ID# (B)(4).